Event description:
It was reported, the patient's ((B)(6)) scs ipg depleted. Additional information received identified the patient's scs ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information identified effective stimulation therapy was resumed and the patient reported the scs system is functioning well.

Manufacturer narrative:
Results: a visual inspection of the ipg did not reveal any discrepancies. Communication with the ipg as received was normal. The ipg register indicated 141 days of total pulse on time during 260 days of implant, which suggests the device would have been in a stimulation off state for periods of time. This idle state would have contributed to battery passivation, which can result in a low battery indication. Additionally, the device was subjected to a functional test and all portions of the testing passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.